Event description:
Customer, who is a pharmacist, reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor for less than 1 day. Customer further reported experiencing peeling skin and self-treating with elocom (mometasone furoate, a corticosteroid) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted information from approved software. Sensor was in state 5 (indicating normal termination). Observed sensor plug to be correctly seated in sensor. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified. (Initial report sent to FDA) was updated from yes to no. (Device mfg date) was updated to 8/3/2018 from product download upon product return.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Was answered yes as the customer indicated that this event was reported to someone other than adc. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, who is a pharmacist, reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor for less than 1 day. Customer further reported experiencing peeling skin and self-treating with elocom (mometasone furoate, a corticosteroid) for treatment. There was no report of death or permanent injury associated with this event.